Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. The device evaluation is in process.

Event description:
During an unk pt procedure, the handle broke the procedure as completed successfully with another device with no harm to pt/user or other adverse events reported.